Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. The device was not returned for complaint investigation. The device could not be visually inspected in an effort to confirm the defect. DHR review was performed. Device was 24 months old and is not out of box failure. No repair has been performed, as the product was not returned. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign source: spain. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the battery casing did not close properly and opened during surgery. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.